Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device broke intra-operatively and was not fully implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4), manufacturing date: november 16, 2015 - expiry date: november 1, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for a distal radius fracture was performed on (B)(6) 2016 to place a variable angle two-column plate (va-tcp). During the procedure, a 2.4mm titanium locking screw broke at the screw head; the shaft portion remained the patient's bone. The surgeon then inserted the other screws into the holes of the plate and confirmed that enough fixation was achieved to keep the plate stable. The surgery was completed successfully with a five (5) minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: screw head of article 412.812s was returned for investigation. Based on the complaint description the shaft remained in patient¿s bone. The visual inspection shows that the recess is worn and the bottom part is missing as it broke off. The head thread is worn too. Based on the returned screw head a reliable investigation cannot be provided as no measurements can be taken. It is likely that an overloading situation occurred and the head snapped off. No manufacturing related failure was detected. Device history record showed no deviation to specifications. This screw was manufactured in november 2015. Based on the returned screw head and without returned screw shaft a reliable investigation cannot be provided as no measurements can be taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.